Event description:
It was reported that the patient sent a remote transmission that listed multiple shocks. This was sent in as a remote transmission because the patient received an alert that was not cleared by the programmer. The customer questioned why they did not receive a red alert for this remote transmission. It was noted that the episodes were not logged in the alert event log by the device because a reset with the programmer had not occurred after the patient¿s last clinic visit. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).